Event description:
It was reported that the left ventricular lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. There was blood/body fluid on all conductors, and the outer insulation was cut.